Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net for a low impedance alert. The low impedance was confirmed through device interrogation. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.